Event description:
It was reported that a dexcom g7 cgm intermittently failed to pair and communicate with the ilet pump, consistent with an intermittent communication failure involving the electrical and magnetic subsystem, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices, aligning with an intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.